Manufacturer narrative:
Section d6a: date of implant is unknown. During the processing of this complaint, attempts were made to obtain device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's elective ipg replacement procedure (B)(6) 2021, the lead was seen to be damaged. High impedances were noted. As a result, the physician explanted and replaced the lead. Effective therapy was established post-operatively.